Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, the touch screen would turn off when trying to unlock the pump and will not respond when pressing the "2" or "3" on the lock screen. Customer's blood glucose was 156 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.